Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the clinic with a pocket infection and wound dehiscence. The wound from the implanted device had not fully healed and was associated with discharge. The entire system, including the pacemaker, right ventricular lead, and right atrial lead, was explanted and replaced with a leadless pacemaker. The patient remained in stable condition.